Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.